Manufacturer narrative:
One t3® tapered implant was returned for inspection with a mating cover screw. The reported certain® 3.4mm(d) driver tip - long was returned but was misplaced in house, and was not inspected. If the implant driver is found the investigation will be reopened and a supplemental medwatch will be submitted. The collar and threads of the implant show small signs of wear, and the internal drive feature is discolored. The implant was functionally tested. The implant was able to engage and disengage with a mating driver without malfunction. No device lot number was provided for the implant driver so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Complaint indicates the implant driver dropped the implant, and it fell to the floor. The alleged event could not be verified; the returned implant was noted to be in undamaged functioning condition. A root cause for this complaint could not be determined. The following sections were updated: date of this report. Date received by manufacturer. Follow-up number. Add follow up type. Device manufacture date not available; no lot number provided. Add evaluation codes.

Manufacturer narrative:
One certain® 3.4mm(d) driver tip - long was returned for inspection. The driver is noted to show signs of extensive wear. The o-ring is depressed inward, and required replacement. The returned driver was tested, and found to not assemble fully with a mating implant. The complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Device available for evaluation change ¿no¿ to ¿yes¿. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Patient identifier not provided ((B)(6)), age, and date of birth not provided, gender not provided, weight not provided, not provided, lot number not provided, title, last name and email address not provided, device manufacture date not available.

Event description:
It was reported while performing a procedure to place the implant (bopt4313) the placement driver (impdtl) driver tip did not engage the implant and the implant fell to the floor and caused it to lose sterility. The doctor was able to complete the procedure with another instrument and implant.